Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic feeling weak, tired and dyspnea on exertion. Patient also noted to have severe bradycardia. Increased pacing lead impedance, loss of capture and lead fracture were noted. Clavicle crush was suspected. During the revision procedure, patient had profuse bleeding at the superior end of the pocket. It was suspected that the subclavian vein may have been nicked and was repaired. Patient tolerated the procedure well and there were no complications of the procedure.